Event description:
The patient had been simulated for high dose partial breast radiation of short duration. When the patient returned for her second treatment, the catheter measurements, measured by nucletron source position simulator, were different than for the first treatment. Investigation showed an obstruction or kink in the source position simulator, and an error in the measurement of length during the initial treatment where the radioactive source should reside within applicator system. The remaining dose was adjusted, and the patient was not injured.